Event description:
It was reported that a hair was found inside the sterile packaging of the instrument battery during testing or set up prior to a total knee replacement procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event that there was hair inside the sterile packaging was not confirmed as the product was not returned for evaluation and no images were available.

Event description:
It was reported that a hair was found inside the sterile packaging of the instrument battery during testing or set up prior to a total knee replacement procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event that there was hair inside the sterile packaging was not confirmed as the product was not returned for evaluation and no images were available. Device not returned for investigation.